Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
It was reported the nav ring didn't work well. There was no patient involvement. The engineer was unable to confirm the reported issue. The customer cancelled the repair and the ventilator was returned without repair.